Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for 2 days due to high blood glucose on unknown date with blood glucose level was above 700 mg/dl. Customer was declined troubleshooting the issue. The customer was treated with fluids and insulin via and intravenous insulin. Customer stated that she got food poisoning which resulted in her getting diabetic ketoacidosis along with high blood glucose. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.